Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) power cable feed is defective. There were no patient injuries known.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found power cable had just jumped off the roll, no service call necessary.